Event description:
It was reported that during patient use, a ventilator suddenly sounded an alarm. An internal pressure transducer error was confirmed. The patient was removed from the ventilator, manually ventilated and transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A third party service provider replaced the control printed circuit board (pcb). The pcb was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. The pcb was placed into a test ventilator and the device alert message generated after starting the ventilator which could not be cleared and the pump did not start. The main pcba was removed and inspected for damage. The boost converter circuit was damaged due to blown inductor (l9).